Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation for this product. A review of the manufacturing documentation did not identify by issues associated with the current customer issue. Based on this data, the product is performing as intended and no product issues were identified. Accuracy testing was performed using an in-house retained reagent kit of lot 69147ui00 and all specifications were met indicating the acceptable performance of this reagent lot. Review of the customer instrument logs did not identify conclusive information to indicate an instrument or sample integrity issue occurred. However, variation with the liquid level sense (lls) medial reagent bottle was observed that could indicate the presence of bubbles, which has the potential to generate aberrant results. The historical performance in the field of reagent lot 69147ui00 using worldwide data was performed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and confirms no systematic issue for the lot. The architect total b-hcg assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified. The customer performed additional testing and results were as expected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that a physician questioned one patient's architect total b-hcg positive result of 5978 iu/l. A urine pregnancy test on this patient was negative. The blood sample (sid 509704) was retested and gave a result of "<2 iu/l" (negative). The sample was collected in a lithium heparin collection tube. A precision check performed by the customer gave acceptable results. There is no impact to patient management reported.